Event description:
According to the info received, a customer reported that the "package contained tube portion of catheter only (funnel was missing from the package)." There was no further info available at that time. The device was received on 2/13/2008, at which time the complaint was confirmed as a cut-off catheter. Best estimate of date of event is early 2008.

Manufacturer narrative:
According to the reported complaint, the package contained the tube portion of catheter only, funnel was missing from the package. One catheter was received for evaluation. Examination revealed the tip and part of the catheter in the package, but mid-way up the catheter to the funnel and was missing from the package. The package seal was open in one area and examination of the catheter and at this site revealed the catheter had been cut off during the sealing of the package during production, resulting in part of the catheter missing from the package. As the catheter pouch was received unopened, the customer had not used the catheter, and no injury was reported. No other complaints of this nature have been reported for this lot number. Therefore, this is concluded as an isolated incident.